Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: https://doi.org/10.1080/14767058.2019.1656194. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (vicryl suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? - (B)(4).

Event description:
It was reported in a journal article with title: a novel approach to reduce blood loss in patients with placenta accreta spectrum disorder. This study discussed about the cesarean hysterectomy for the treatment of placenta accrete spectrum (pas) disorders has the potential to be associated with significant blood loss, massive transfusion, and operative morbidity. Between 01 july 2014 and 15 december 2018 for the treatment of pas disorders and 23 patients (mean age=32 years, age range=22 ¿ 43 years; mean bmi=30.1 kg/m^2, bmi range=20 ¿ 43 kg/m^2) underwent cesarean hysterectomy. Under ultrasound guidance, four interrupted, full thickness, 0-vicryl sutures (ethicon) were placed in the uterine fundus to create avascular plane. Hysterotomy is developed and elongated in cephalad fashion using the linear cutter (endo-surgery linear cutter, 55 mm; ethicon). During the procedure, the linear cutter is locked and deployed to complete transection of the uterine wall. The umbilical cord is clamp and cut, the free end was tied with 0-vicryl suture and replaced into the uterine cavity. Reported events included estimated blood loss of 1500 cc (range=500 ¿ 4100 cc) (n=23) which the patients received a median of 1 (0-5) unit of packed red blood cells. Only one patient received 5u of prbc; complication (n=4); percreta where cause had incidental ureteral injury during uterine artery clamping (n=1). Intentional cystotomy was performed. In conclusion, use of a linear cutter and closure of the lower anastomosis with vss prior to clamping uterine artery during cesarean hysterectomy can significantly reduce blood loss and transfusion rates. This technique is applicable in emergent and nonemergent settings as well as for the most challenging procedures complicated by placenta percreta.